Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced drain issues during treatment. The patient remained asymptomatic: see scanned table. The reported drain volume of 4605ml was 184% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.